Event description:
Same as MFR # 6000089-2005-01054. During preparation for a coronary drug eluting stenting treatment procedure, stent strut damage was noticed. During preparation of two taxus express2 2.75 x 28 and 2.75 x 32 mm drug eluting stents it was noticed that the stents were damaged. Consequently, the stent never touched the patient. No patient injury or complication was reported. The procedure was successfully completed using another taxus express2 2.75 x 28 and 2.75 x 32 mm drug eluting stent. Patient status is reported a "satisfactory/good."